Event description:
It was reported that during the surgical procedure, the bipolar maryland tip forceps instrument was smoking at the wirst inside the pt. Thinking that it was the pt's blood that was causing the smoke, the customer removed and cleaned the instrument, then re-inserted the instrument into the pt. When the instrument was inside the pt for the second time, it was noticed that the tips clugged [sic]. At that point, the instrument was removed and replaced with the same type of instrument and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.